Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient reported pain at the implant site due to migration of the receiver stimulator. Subsequently, the patient underwent surgery in (B)(6) 2014 (specific day not reported) to reposition the receiver stimulator. The implanted device remains.

Manufacturer narrative:
Per the clinic, the surgery to reposition the device was unsuccessful resulting in the decision to explant the device on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, september 18, 2014. This report is filed september 18, 2014. Device is currently unavailable.

Manufacturer narrative:
This report is filed december 8, 2014.